Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("on the left the pet insert was poking out of the loops of implant and into the uterine cavity"), device deployment issue ("into the uterine cavity") and complication of device insertion ("on the left the pet insert was poking out of the loops of implant and into the uterine cavity") in a female patient who had essure inserted. Other product or product use issues identified: device use error "on the right the implant noted to bend after roll back". On (B)(6) 2016, the patient had essure inserted. During the insertion procedure, on the right side, the implant was noted to bend after roll back. On the left side, after uncomplicated insertion, the pet insert was poking out of the loops of implant and into the uterine cavity. Both inserts were removed and a new pair was inserted without complication. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. Quality-safety evaluation of ptc: bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-10o bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. Usability issues typically describe events that lead to a different result than expected by the user. Examples include but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device the current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but ¡s considered plausible. Since no medical events were reported at this point in time. The assessment of a relationship with a quality defect is not applicable since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. During the insertion procedure, the right implant was noted to bend after roll back and the left pet insert was poking out of the loops of implant (interpreted as device breakage and complication of device insertion) and into the uterine cavity (interpreted as device placement at incorrect location). Both inserts were removed and a new pair was inserted without complications. The reported events are non-serious and anticipated in the safety reference information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Due to the nature of the events, compatible temporal relationship and lack of alternative explanation, a causal relationship between essure and the reported events cannot be excluded (related). The case is regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product quality analysis concluded: based on the available information a product quality defect could not be confirmed but is considered plausible. No follow-up information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in the united states on 05-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. During the insertion procedure, on the right side, the implant was noted to bend after roll back. On the left side, after uncomplicated insertion, the pet insert was poking out of the loops of implant and into the uterine cavity. Both inserts were removed and a new pair was inserted without complication. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. During the insertion procedure, the right implant was noted to bend after roll back and the left pet insert was poking out of the loops of implant (interpreted as device breakage and complication of device insertion) and into the uterine cavity (interpreted as device placement at incorrect location). Both inserts were removed and a new pair was inserted without complications. The reported events are non-serious and anticipated in the safety reference information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure. Due to the nature of the events, compatible temporal relationship and lack of alternative explanation, a causal relationship between essure and the reported events cannot be excluded (related). The case is regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product quality analysis and follow-up information are expected.